Event description:
It was reported that a guidezilla was fractured and damaged the stents. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 6f guidezilla ii guide extension catheter and two 4.00x20mm synergy xd stent balloon expandable were selected for use. During the procedure, a slight resistance was felt upon advancing. It was noted that both stents were damage in the process and could not be deployed. Consequently, it was difficult to remove the stent through the guidezilla and was pulled out with a semi-inflated balloon. The device was completely removed from the patient's body. However, it was noted that the guidezilla was fractured proximal inside the catheter while the stents were bent distally. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the middle to distal region of the stent. Struts were found to be lifted from their crimped position and pulled distally. The undamaged crimped stent od (outer diameter) was measured using a snap gauge and the result was 0.0475 inch, this is within maximum crimped stent profile measurement specification 0.055 inch. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that a guidezilla was fractured and damaged the stents. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 6f guidezilla ii guide extension catheter and two 4.00x20mm synergy xd stent balloon expandable were selected for use. During the procedure, a slight resistance was felt upon advancing. It was noted that both stents were damage in the process and could not be deployed. Consequently, it was difficult to remove the stent through the guidezilla and was pulled out with a semi-inflated balloon. The device was completely removed from the patient's body. However, it was noted that the guidezilla was fractured proximal inside the catheter while the stents were bent distally. The procedure was completed with another of same device. No patient complications were reported.